Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed. The instrument failed the manual articulation of inputs test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument failed the intuitive motion test. The instrument was found to have multiple input disks broken. Input disk #5, #6 and #7 were found completely detached from the base of the housing. Input disk #7 was not sent back and is missing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to evaluate the monopolar curved scissors instrument. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the monopolar curved scissors instrument had involuntary movements and then it was unable to connect to the arm. The procedure was completed with no reported injury.